Event description:
Reporter noted footswitch is not being recognized; exchange required. No pt injury. Declined technical support. Additional information rec'd noted footswitch stopped working during setup. Pt was already on table; eye was opened. Closed eye; had pt wait for a couple of hours while they went to neighboring hosp to borrow footswitch. No pt impact other than delay. All subsequent cases were delayed, but none were cancelled. Unit has been working fine with borrowed footswitch.

Manufacturer narrative:
Waiting for footswitch evaluation results.